Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and was able to observe the leak coming from probe b. The fse returned on (B)(4) 2011 and installed a new ab motor and a new bubble generator to eliminate a small drip from the reagent probe b.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the reagent probe b collar wash onto the drip tray located in the synchron lx20 pro clinical analyzer. No injury or operator exposure was reported for this event.